Manufacturer narrative:
11/4/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a colostomy procedure. Reportedly, the staples prefired and disengaged into the pt's cavity. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.